Manufacturer narrative:
Correction: d9 was inadvertently missed on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the foreign material could not be determined at this time. The occurrence of the reported problem may be prevented by adhering to the instructions for use (IFU) which states the following: ¿warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air.¿ ¿caution: to prevent clogging of the air/water (a/w) nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ¿ ¿manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer returned the subject device to olympus for maintenance and reported that there was no air/water flow. There was no patient or user injury reported due to the event. Upon inspection and testing of the returned device, it was observed the foreign material could not be removed from the channel/nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in channel/nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (no air/water flow) was suspected to be due to foreign material in channel/ nozzle. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.